Event description:
Sensing test was about to be performed when the wand slipped. The patient went into the temporary back-up pacing mode (ddi 30 bpm) and wouldn't revert back to the programmed rate. Ram dump was taken and cu-reset was performed. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for investigation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned data were evaluated. The evaluation revealed that during the event there was a communication difficulty at 14:51, most likely at the moment when the wand slipped. As a result, the device switched into the temporary pacing mode ddi 30 ppm. The data showed that subsequently the ¿safe¿ button was pressed twice, thus activating the safe program. At 16:02 the permanent program was transmitted without issues. A successful threshold test and a ram dump could be performed afterward. The inspection of the data did not reveal any indication of a pacemaker malfunction. Based on the available information the pacemaker functioned as expected. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed anormal device behavior.